Event description:
Shunt placement was for normal pressure hydrocephalus, with good response: gait & lethargy improved. However, over a 2 week period prior to removal, pt. Became increasingly lethargic & confused. Temp. 104 and mental status somnolent on admission. Infection did not respond to 10 days of IV antibiotics. Shunt removed.